Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenosphere, 115370 425700 comp rvs tray co 44mm. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -01333. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a shoulder dislocation which caused a large hematoma in the joint. Subsequently, the patient was revised due to the same. No additional patient consequences were reported.

Manufacturer narrative:
H6 device code : remove code 2993 - adverse event without identified device or use problem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.